Event description:
It was reported that the catheter was unable to pace or sense from the beginning. Another catheter was used and problem was solved. The device was discarded at hospital.

Manufacturer narrative:
This event was determined to be reportable following edwards standard procedures. A device history could not be completed as the lot number was not provided with the reported event. The device is not available because it was discarded at hospital.